Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.